Event description:
Patients returning to doctor with redness, swelling and infection post-op elective abdominoplasty and sutured with different sizes of quill srs product. Doctor also included that he found staff infection in one (1) of the patients. The doctor stated that he felt the suture was not absorbing quickly enough and that the infection develops around the barbs. The suture was removed and the patients were put on an antibiotic regimen. All patients recovering without further incident.

Manufacturer narrative:
Add'l devices: model# ra-1000q, lot # m100440, catalog # ra-1000q, mfg date: 01/2007, expiration date: 01/2009; model # ra-1004q, lot #m100720, catalog # ra-1004q, mfg date: 01/2007, expiration date: 01/2009. The quill srs product had to be removed due to superficial placement of large sizes of the suture. Inappropriately large suture size was used thereby increasing the chance of local inflammation. Patients who were treated for infection had culture an sensitivity tests which grew out bacteria consistent with contaminants or nosocomial infection.